Manufacturer narrative:
There was no patient involvement. Product is an instrument and not implantable. Requests have been made for the return of the product and evaluation is pending upon completed investigation of the product.

Event description:
During cleaning, it was noted that the pathfinder rod caliper ii screw was missing and it does not function properly. No patient was affected. The malfunction of the missing screw has been associated with an adverse event in the past.